Event description:
Complainant alleged that during training by a zoll medical sales rep, the device did not power on. Complainant indicated that there was no pt involvement in the reported malfunction.